Event description:
Physician reported that a pt underwent the essure micro-insert placement procedure in (B)(6) 2009. One to two days following the procedure, pt began to experience pain. Pain progressed over a course of 2 weeks. A CT scan indicated the left device was partially perforated at the cornua. Pt underwent laparoscopy for removal of both devices and experienced immediate pain relief; lap tubal was performed. It was observed during the laparoscopy that the left device was partially adhered to the omentum.

Manufacturer narrative:
(B)(4).